Event description:
During routine testing, the user found that the defibrillator would not fire in sync mode, but would function normally in async mode. There was no pt involved. Tests found a burned open foil on printed circuit board assembly 590263 that prevented the unit from recognizing the r wave. It was noted that either the user or some third party had previously attempted to service the unit. There was one screw floating loose inside the case, and several screws installed in the wrong places. It is suspected that the loose screw caused a short which then caused the foil to burn open. The reason for the previous service attempt is unknown. The event is not occurring more frequently or with greater severity than is usual for the device.